Manufacturer narrative:
Device evaluation-lens was returned dry, with clear and reddish residue on product, in the centrifuge vial. Visual inspection found scratches on the haptic. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -13.5 diopter, in the patient's left eye (os) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved.